Event description:
Additionally, physician reported "benign fibroconnective tissue with fibrous, dystrophic calcification", "the right breast implant capsule was more calcified", and "silicone granulomas consistent with implant capsule".

Event description:
Healthcare professional reported right side rupture and an exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and an exchange of textured devices due to patient's concern with product. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: g1, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.